Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting the threshold suspend message and needs to go to the hospital. The blood glucose was 63mg/dl and had treated with some juice and candy. The customer stated that he over corrected for breakfast. The caller was not aware that the device would display the message when the sensor detected a low sensor glucose reading. No further information was provided.